Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stent migration requiring medical intervention. Device issue: stent migration. It was reported that during the procedure in the proximal left anterior descending artery, the xience v stent was deployed, but was not fully expanded. The stent moved, not fully covering the lesion; however, the stent was apposed to the vessel. A second xience v was deployed overlapping the first xience v, successfully covering the target lesion. There was no adverse pt sequela. No add'l event or pt info was provided.

Manufacturer narrative:
(B) (4): results: product performance engineering was unable to perform an eval at the time of this report. Eval summary: quality assurance analysis revealed that the stent delivery (sds) was returned without blood or contrast visible. The stent implant had been deployed and was not returned. The balloon was returned loosely folded. There was a kink in the shaft 8 mm proximal to the proximal seal. There was no other damage noted to the sds. A new indeflator filled with renografin 60 diluted 1:1 with water was used t pressurize the sds to 9 atm and then to 16 atm and the balloon held pressure and there were no leaks noted or no anomalies noted. Product performance engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon completion.